Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified left common femoral artery after an interventional procedure. Reportedly, the suture broke during knot advancement. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A suture break can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device.